Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 90% stenosed lesion in the right posterior atrio-ventricular (rpav) artery. A 2x15mm traveler balloon dilatation catheter (bdc) was advanced against resistance and failed to reach the lesion due to the anatomy. Subsequently the shaft of the bdc became kinked. The bdc was removed with resistance from the anatomy and ablation with rotablation was performed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.